Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. One jaw of the device was broken at the fulcrum. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the reported condition may occur when the device is exposed to a side force (leverage) that consequently breaks one side of the jaws. Another possibility is when the device is activated with too much force to the jaws and is used in a twisting motion resulting in breakage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the device was moved its sterile package, but during the usage of the device its jaw was broken. The device was replaced by a new one to complete the case. There was no patient injury.